Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported that the patient had an allergic reaction to the adhesive and got a developed an abscess on their leg while wearing the pod longer than 72 hours. The abscess grew and was painful and made it difficult to walk. The patient sought medical attention at (B)(6) on (B)(6) 2024 and was hospitalized for a week. The patient was treated with antibiotics (name not provided) via intravenous and was also prescribed fluoxetine tablets. The patient stated having to undergo surgery to further clear the abscess. The device was discarded, and the patient was discharged on (B)(6) 2024.